Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Alert for out of range subthreshold lead impedance alert on (B)(6) 2014. Measurements involving rv coil (rv tip-rv coil, rv ring-rv coil, rv defib, svc defib) all exhibit increasing impedance.

Event description:
It was reported that the patient's device triggered an alarm due to an increase in right ventricular (rv) and superior vena cava (svc) defibrillator lead impedance values. A connection issue was suspected, since the lead had been implanted about four months earlier. Since the patient had severe heart failure, the physician decide to turn off the alarm and follow the patient closely. The lead remains in use. No patient complications have been reported as a result of this event.